Manufacturer narrative:
Concomitant medical product: merit medical dualcap (disinfecting cap), light blue (female) (qty 3). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
The customer reported that the tubing leaked a small amount of IV fluid at the bottom of the filter during an infusion for a patient who was receiving chemotherapy. The leak occurred less than 72 hours after the start of the infusion. No patient or user harm was reported.

Event description:
The customer reported that the tubing leaked a small amount of IV fluid at the bottom of the filter during an infusion for a patient who was receiving chemotherapy. The leak occurred less than 72 hours after the start of the infusion. No patient or user harm was reported.

Manufacturer narrative:
The customer¿s report of leaking from the filter was confirmed. No anomalies were observed with the set during initial visual inspection. Functional testing was performed; upon priming small droplets were noted to be leaking from both the top vent and bottom vent of the 0.2 micron filter. The root cause of the leak was oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).